Event description:
The customer ran blood glucose tests on the contour using two different bottles of strips. The readings were lo from one bottle, and 138 and 164mg/dl from the second bottle. The differences between the readings fall in the "e" and "d", or "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The customer was advised to return the strips for evaluation. Replacement test strips and a new meter were sent to the customer.